Event description:
It was reported that the patient had been hospitalized prior to the procedure on the day of report. The hospitalization was due to multiple infections, both a urinary tract infection and an infection at the spinal incision, and associated symptoms. The healthcare provider (hcp) attempted to sample the cerebrospinal fluid (csf) via the catheter access port (cap) to check for meningitis. It was indicated that the hcp located the cap, but could not get any flow of csf. The patient was moved to interventional radiology (ir), so the procedure could be repeated with fluoroscopy; however, despite the needle placement being confirmed, no aspiration was possible. It was stated that cultures had been taken from the lumbar region and antibiotic treatment had been necessary. At the time of report, there was no patient injury, though she remained hospitalized while various hcps determined the treatment plan. One week later, it was reported that the entire device system was removed for a (B)(6) infection. It was indicated that the patient was stable at the time of report. The device system was used to deliver lioresal. The same day, it was reported that the location of the catheter issue and infection were unknown. In addition, there was no known cause of the infection. It was also noted that the patient was on intravenous antibiotics.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).